Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual inspection revealed that the device has the proximal section kinked and the distal tip broken in the distal section, however, the distal tip was returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2015-06460. Reportable based on device analysis completed on (B)(4) 2015. It was reported that the wire was kinked and resistance was felt during advancement. A 330cm rotawire and 1.50mm rotalink burr were selected to treat the target lesion. During the procedure, when the physician attempted to perform rotablation, resistance was felt when advancing the rota burr 1.5 along the rotawire. The wire was removed and was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed that the distal tip of the rotawire was broken.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-06460. Reportable based on device analysis completed on (B)(4) 2015. It was reported that the wire was kinked and resistance was felt during advancement. A 330cm rotawire and 1.50mm rotalink burr were selected to treat the target lesion. During the procedure, when the physician attempted to perform rotablation, resistance was felt when advancing the rota burr 1.5 along the rotawire. The wire was removed and was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed that the distal tip of the rotawire was broken.